Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the right atrial lead could not be fixated to the atrium. It was noted that threshold, sensing and impedance measurements were not satisfactory. The lead was exchanged, and the new lead was implanted successfully. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.